Event description:
It was reported that backup vvi was observed on the pacemaker. The patient was pending follow up in clinic. There were no reported patient consequences.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The pacer was received in backup operation with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device went into backup mode due to reset error consistent with an integrated circuit (ic) anomaly. The device was restored by reloading product code. Electrical and mechanical analysis performed, indicated normal device functionality. Backup operation could not be reproduced. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The implant duration exceeds the projected longevity based on average monthly current, battery is still normal and above eri.

Event description:
New information received suggests that while attempting to send a transmission, the pacemaker was interrogated and found to be in backup vvi mode again. A decision was made not to perform a device download to reverse the pacemaker from backup vvi but to explant the device. The device was explanted and replaced. The patient was discharged.